Manufacturer narrative:
Citation: kilic et al. Hospital readmission rates are similar between patients with mechanical versus bioprosthetic aortic valves. J card surg. 2018 sep;33(9):497-505. Doi: 10.1111/jocs.13781. Epub 2018 aug 8. Earliest date of publish used for event date. The mean age for the bioprosthetic valve population used for age. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding hospital readmission rates between patients implanted with bioprosthetic versus mechanical aortic valves. All data were collected from a single center between 2011 and 2017. The study population included 2981 patients, 2575 (predominantly male, mean age 73 years) of which were implanted with a bioprosthetic valve and 406 patients (predominantly male, mean age 61 years) with a mechanical valve. Multiple manufacturers were noted for both valve types. Medtronic hancock ii represented a minority of the bioprosthetic valves in the study population. A specific number of these valves was not provided nor were any serial numbers. Among patients who underwent bioprosthetic aortic valve replacement the operative, 1-year, and 5-year mortality was 4%, 9.7%, and 27.6% respectively. Among patients who underwent mechanical aortic valve replacement the operative, 1-year, and 5-year mortality was 3%, 6.3%, and 17.2% respectively. Multiple manufacturers were noted in the literature; based on the available information medtronic product did not cause or contribute these deaths. Among all patients adverse events included: congestive heart failure, arrhythmia requiring permanent pacemaker, endocarditis, stroke, bleeding requiring intervention, and cardiogenic shock. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.